Manufacturer narrative:
Concomitant medical products: dtba1qq crtd, implanted: (B)(6) 2016; 1458q lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to repair a competitor product the right atrial (ra) lead was "floating and needed to be removed to gain vascular access into the superior vena cava (svc)." The lead was explanted and not replaced due to the patient's chronic atrial fibrillation (af). No patient complications have been reported as a result of this event.